Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 425 mg/dl. Customer's other blood glucose value was unknown. Customer declined to trouble shoot for high blood glucose. Customer said when she pulled the cannula was out and blue needle was bent. The device will not be returned for analysis.